Manufacturer narrative:
Pro code: dqx. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the roadrunner uniglide hydrophilic identified angled cuts in the coating, which exposed uncoated wire guide were noted in several areas. These cuts were located from the straight end upwards on the device. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the returned product and the results of the investigation, the likely root cause is failure to follow instructions for use. However, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
No known impact or consequence to patient were reported. Device code: flaked and difficult advancement are not labeled. The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a lower left extremity intervention using a roadrunner uniglide hydrophilic wire guide, the wire was placed into a 7 french raabe sheath. The wire was flushed inside the coil package and kept in saline solution when outside of the patient. The length of time the coating was activated was requested but not provided. The access site was the patient's right groin. The wire was guided up, over and down the superficial femoral artery (sfa). The dilator was then removed from the sheath and another manufacturer's catheter was removed. A contrast run was completed and the wire re-inserted and the catheter removed. Zilver ptx (drug eluding)stent was then inserted over the wire and deployed. The physician noted a lack of lubricity when inserting the second zilver ptx stent over the wire. The second catheter was difficult to advance due to the lack of lubricity. The wire was then removed, found to be no longer lubricious and the hydrophilic coating was notably damaged. It was noted by the district manager that the wire appeared to have lost some of the polymer jacket. The procedure was then completed by inserting another wire. Once the balloon was placed it was inflated multiple times and removed. The patient was unharmed. No additional details have been received.